Event description:
It was reported that during a procedure at the user facility foreign material was found inside the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility foreign material was found inside the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material in the sterile packaging was duplicated by a manufacturer repair technician through visual inspection. The hood is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete.